Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery usingrhbmp-2/acs, first surgery on unknown date and second surgery on (B)(6), 2011. It was reported that the patient had medical history of copd, smoker, diabetes, sleep apnea, hypertension, obesity. Infuse / bmp-2 was used in the thoroscopic surgery at t6-9 and cervical spinal fusion c6-9. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2011, patient underwent a surgery at c2- c4 using rhbmp-2/acs to insert hardware. Post-op patient experienced swallowing and breathing problems. On (B)(6) 2011, patient underwent a second surgery using rhbmp-2/acs at the t4 through t7 levels. Post-op, patient's lung collapsed for five hours. Patient remained in ICU for 4 days. He still experiences back pain and has trouble breathing.